Event description:
The patient reported: I sought professional advice from multiple sources. I have a letter from an orthodontist, along with supplemental images, showing that my teeth have not changed at all since the beginning of treatment. The orthodontist kindly informed me that my teeth will not move due to the lack of space and that I require much more than your aligners can provide. A letter of recommendation was provided in the patient's files, advising that the patient cease treatment and be referred to a chairside orthodontist due to dental concerns.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.